Manufacturer narrative:
Event site telephone number (B)(4). Occupation - chief perfusionist. Type of investigation added 4115. Device available for eval: changed from yes to no. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4)

Manufacturer narrative:
Complete event site name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not be removed without the sheath. The customer had to remove the sheath along with the iab. There was no patient harm or adverse event reported.